Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Seven days prior to receipt of this report, the patient presented to the emergency room for multiple indications and was hospitalized. The same day while hospitalized, the patient was diagnosed with peritonitis. The peritonitis was manifested by cloudy effluent. The same day the patient was treated with unspecified antibiotics given intraperitoneal (ip) ¿nightly¿ (dose not reported). The antibiotics were scheduled to continue for 17 days. The cause of the peritonitis was unknown. The patient was discharged 3 days after admission. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The pdrn confirmed that the patient did not have peritonitis, therefore the homechoice automated pd set with cassette is no longer considered a suspect product in this event. A review of all batch record documents for potentially associated lot numbers h13l21031 and h14b03087 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was not identified.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).